Event description:
While priming the photopheresis device, lamp failure alarm was detected. All attempts to clear the alarm failed. The lamp had approx over 40 hrs remaining. New light assembly was installed and the intended procedure was completed without further alarms. Diagnosis or reason for use: chronic graft versus host disease. Event reappeared after reintroduced: no. Is the product compounded: no. Is the product over-the-counter: no.